Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code identified as malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy. Tandem technical support decided to replace the pump and confirmed the shipping address. Instructions were provided to the caller on how to put the pump into storage mode and the process for returning the problematic pump to tandem using a return box and pre-paid label. The caller understood and acknowledged all instructions.